Event description:
Pt is an 84 yr old female who presented with complaints of right hip pain. The pt is status post right total hip arthroplasty, performed by another physician. She reported the hip has become increasingly more severe over the past several months and radiographic exam revealed a protrusion with loosening of the acetabular component and what appeared to be lucency lines around hip stem as well. She reported pain with any type of weight bearing activity. The pt was admitted to the hsop for revision of the right total hip. During surgery a lot of black subcutaneous tissue debris was noted within the hip joint, from a carbon based cup and some fluid was released from the joint when opened. Intraoperative cultures were obtained and reported as negative for organism growth. The hip was dislocated and more black tissue removed.